Event description:
It was reported the video system center produced no image transmission, only a black image was shown on the monitor. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to the following fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (no image) was confirmed due to failure of the printed circuit board. However, definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.